Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the decision is not reportable as the patient was never unable to exit MRI mode. Patient wanted to switch from their abbott issued patient controller device to their personal device.

Event description:
It was reported that the patient was unable to remove their ipg from MRI mode and they lost effective therapy. An abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using a clinician programmer restoring therapy.

Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.